Event description:
It was reported that a pt underwent a breast surgery procedure on (B) (6) 2009. The reservoir functioned properly upon the first activation. The lock of the reservoir was very difficult to unlock at first when the nurse reactivated it. However, the device was able to be activated and used on the pt successfully with no adverse pt consequences.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2009-00706. The same pt is represented in each medwatch.